Event description:
It was reported that the screw broke while tightening.

Manufacturer narrative:
This implant has been used and is broken. The star hex head is undamaged. A portion of the threaded end was not returned. The distal tip and threads have been chewed up and have a diagonal fracture up the threads. This symptom indicates excess force was placed upon the implant. The physical condition indicates difficulty with proper insertion. No root cause related to the manufacturing of this device can be confirmed.